Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) called guidant's technical services to report hearing tones emitted from the device. Guidant received subsequent information that the device displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected.